Event description:
Rn (registered nurse) prepared mmrv (measles, mumps, rubella, and varicella) vaccine with 5/8in 25g hypodermic needle-pro. During administration, when withdrawing the needle from the patient; needle dislodged from syringe, remaining in patient's arm. Provider notified of 2 large drops of vaccine that "leaked out." No revaccination required.